Manufacturer narrative:
As part of a recall investigation, a log review was completed to identify all sessions that had a roll correction followed by a repeat localization to determine the number of impacted sessions. See attached file for sessions impacted by the malfunction. Additional investigation is ongoing to determine potential adverse events in patients and identify non-relevant phantom sessions. A CAPA has been initiated to investigate the root cause.

Event description:
During routine testing of the reflexion medical radiotherapy system (rmrs) on site at reflexion, the following failure mode was identified. When performing angular roll corrections followed by a repeat localization, the roll corrections applied in the initial localization scan are not carried through to treatment delivery leading to the treatment plan dose being delivered to the incorrect location. This was determined to be the result of a software defect associated with the calculation and communication of cumulative virtual roll offsets between components in the system. It was determined that most affected treatment sessions will have a displacement of less than 1mm from the intended location for the delivered dose volume; however, a very small number of affected treatment sessions may have a displacement of as much as 5mm from the intended location for the delivered dose volume. A displacement of 5mm or higher may result in clinically significant dosimetric errors (potentially as high as 10% to 20% underdose). A recall has been filed for this issue on 12-feb-2026 (res # 98518, reflexion report # 3011716550-02122026-c-00001).